Manufacturer narrative:
The devices were not returned for analysis. A review of the manufacturing records cannot be performed, as the part and lot numbers were not provided. The subsequent treatment of additional therapy appears to be related to procedure circumstance. A conclusive cause for the reported patient effects of stenosis, pseudoaneurysm, hematoma, and occlusion, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article attached: post market clinical follow-up evaluation report vessel closure devices the deaths and device malfunctions are filed under separate medwatch report numbers.

Event description:
This is filed to report the serious injuries. It was reported through a post market clinical follow up evaluation report identifying the proglide vessel closure device that may be related to the following: death, hematoma, stenosis, occlusion, pseudoaneurysm, intervention and failure to achieve hemostasis. Details are listed in the attached article, titled post market clinical follow-up evaluation report vessel closure devices please see the attached post market clinical follow up evaluation report for specific information.